Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and the error did not reoccur. The customer was able to successfully start their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.